Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother states the customer had issues with high blood glucose levels. The customers' blood glucose level was reported to be 502mg/dl. It was reported that the customer's bed smelled of insulin. The customer declined to troubleshoot at this time.